Event description:
The patient contacted lifescan alleging that their one touch ultra meter was prompting the error 4 message. The medical affairs specialist left a phone message for the patient and sent a letter. While feeling "ill" with nausea, vomiting, headache, and feeling hot all over, the patient conducted a test and obtained a result of 600 mg/dl. The patient took no action to affect their blood glucose level following use of the meter. The patient contacted emt. A result of 650 mg/dl was obtained on the hospital device. The patient did not know the time difference between the meter result and the hospital device result. The patient was tr4eated with an IV. No information was provided regarding the patient's testing and medication regimen. Information was not provided as to when the patient had tested with the meter prior to the time of concer. The meter provided a result consistent with the patient's symptoms of hyperglycemia and in agreement with the result on the hospital device. The customer care representative (ccr) walked the patient through retesting and the error 4 message appeared. Based on the unresolved error 4 message, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and control solution were replaced.